Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the h1tuv did not have enough power. Another instrument was used to complete the case. There was no consequence to the pt.